Event description:
A surgeon reports that after placing the distal haptic in position with forceps, he recognized that the intraocular lens (iol) was "broken". The iol was removed in two separate pieces. During iol removal, the posterior capsule was ruptured. Another iol was implanted and three sutures were placed. The patient has had a good outcome. Visual acuity prior to the event was 0.8 (20/25). On 06/20/2003, the patient's visual acuity was 1.0 (20/20).